Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the smoke had originated from the power supply. The fse replaced the power supply and then verified the instrument functionality. The cause of the smoke coming from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension rxl max with hm instrument saw smoke coming from the instrument. The operator shut off the power to the instrument and unplugged the power cord from the outlet. No laboratory personnel or patient samples were impacted by the smoke coming from the instrument.